Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000048455.

Event description:
It was reported that the patient's lead had high impedances. As a result, the patient may undergo surgical intervention to address the issue. Product investigation was unable to determine which lead caused the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2024 during which the lead was plugged into an alternate port. The issue persisted, but the patient was able to receive effective therapy with their other lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.